Event description:
It was reported that a dissection occurred resulting in additional surgical intervention. An enroute transcarotid neuroprotection system was selected for use in the right transcarotid artery revascularization (tcar) procedure. After removing the arterial sheath, there was a little bleeding at the arteriotomy. The physician attempted to do additional sutures, but the artery vessel fell apart and patch endarterectomy was performed at the arteriotomy. Flow anomalies were observed in duplex ultrasound and further imaging revealed a dissection in the right carotid common artery. Due to the friability of the artery a subclavian carotid bypass was performed to treat the dissection.